Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.1.0 cloud - operating system 26.0 cloud - hardware iphone13.3 cloud - cgm sensor type g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was leaking and overheated causing burns to the patient's infusion site (arm) while wearing the device longer than 48 hours. Blood glucose levels were reported to be greater than 250 mg/dl. The patient reported as treatment they were thoroughly cleaning the site and applying an over-the-counter burn cream. No medical attention was required.